Manufacturer narrative:
It was reported that, another stent (est1810f, (B)(4)) was used, however, the stent could not be expanded when a half of the stent was deployed. And it was expanded when touching by fingers. As a result of analysis of returned device, outer sheath wasn't detached. The curves weren't observed on the stent loaded part. The returned stent was fully expanded and some cover holes were observed on the distal part. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, based on the description, which was written that "the stent could not be expanded when a half of the stent was deployed. And it was expanded when touching by fingers.", but the returned stent in state of fully expand, it is considered that the stent was expanded slowly due to the patient lesion's pressure and as a result, the doctor has judged stent expansion fail. It is stated on user manual as follows. 10. Procedure, 5) after stent deployment c) balloon dilatation inside the stent can be performed on demand. 11. Perform routine post implant procedures, a) a stent may require up to 1 to 3 days to expand fully. In addition, based on the description, which was written that "and it was expanded when touching by fingers." And "the stent could not be expanded when a half of the stent was deployed. Therefore, the stent was placed back into the delivery system and removed out of the patient" and the returned device's some cover hole on the distal part, it is assumed that the silicon cover was somewhat damaged during removal process and expansion process, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion and there is occurrence during the procedure, and there will be continued to monitor the same or similar customer complaints.

Event description:
It was reported that the stent (est1808f) remained withered after the deployment, therefore, it was removed by forceps out of the patient body. Its delivery system was inserted along with gw. The removed stent still remained withered out of the patient body, and its silicone cover had holes in places. Another stent (est1810f, (B)(4)) was used, however, the stent could not be expanded when a half of the stent was deployed. Therefore, the stent was placed back into the delivery system and removed out of the patient. It was deployed out of the patient and the stent remained withered as well as est1808f, and it was expanded when touching by fingers. Another stent (ec1808bh) was used in otw to finish the procedure. This case is related to previously reported case (MFR report #: 3003902943-2019-00036). Malfunction has occurred on the additionally placed another stent due to prior case, so we report this case.